Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding lead. It was reported that as the lead was examined during procedure the lead and the exterior coating/insulation had clearly separated from the most distal end of the proximal electrodes. They noticed the damaged of the lead and was replaced. They opened a new lead kit and use the new lead. No signs or symptoms as we replaced the lead during the procedure. The issue was resolved at the time of this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the device was examined during the procedure by the physician, scrub and rep, (hence taking a picture of it) to show the lead issue . The weight of the patient was clearly marked in the chart but no verbal communication during the procedure was noted. Representative have not yet shipped the device and needs assistance with shipment.

Manufacturer narrative:
Analysis: analysis of the lead (lot#va0w73c) found the butt joint of the outer insulation was separated at the proximal end of the lead. Analysis of the stylet (lot#unknown) found the stylet wire was bent {x} cm from the {distal/proximal} end. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Updated device code: (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.